Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient¿s lack of personal hygiene and the patient forgot to wash their hands from time to time. The peritonitis event was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized. The patient was treated with ceftazidime (dose, route, frequency, and duration not reported) for peritonitis. On an unknown date, the patient was retrained on proper aseptic technique. On an unknown date, the patient experienced recurrent peritonitis. The peritonitis was manifested by diarrhea, abdominal pain, cloudy effluent, and fever. The patient was hospitalized for the recurrent peritonitis event. The patient was treated with ceftazidime (dose, route, frequency, and duration not reported) and vancomycin (dose, route, frequency, and duration not reported) for peritonitis. The recovery status of the patient was not reported. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.